Event description:
It was reported that the patient fell on steps on (B)(6) 2012 and hit her head. She did not have this issue before the neurostimulator was implanted. The falls have been worse since the last adjustment of her implantable neurostimulator. The patient had physical therapy to try to help with the falling. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 37642, serial# (B)(4), product typ programmer, patient product ID 37092, lot# 236730001, implanted: 2010 (B)(6), explanted: product typ accessory product ID 37085-60, serial# (B)(4), implanted: 2010 (B)(6), explanted: product typ extension product ID 37085-60, serial# (B)(4), implanted: 2010 (B)(6), explanted: product typ extension product ID 3387s-40, lot# v494241, implanted: 2010 (B)(6), explanted: product typ lead product ID 3387s-40, lot# v511640, implanted: 2010 (B)(6), explanted: product typ lead. (B)(4).